Manufacturer narrative:
E4. The initial reporter also notified the FDA on mar, 2024. Medwatch report # mw3633050000-2024-8014 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had blood backflow the following information was received by the initial reporter with the following verbatim verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem: primed ocrevus medication using bd alaris pump infusion set with filter and used alaris IV pump. Connected tubing to patient's peripheral intravenous line (piv) and started infusion. Blood started flowing back to IV tubing. Stopped infusion. Changed to a new IV tubing and started medication infusion. Medication infusing without problems. We are seeing an increase in defective IV tubing. Model#: (B)(4).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that blood was backing up could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Event description:
Error.

Manufacturer narrative:
MDR made in error it is duplicate of (B)(4).